Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported that leakage at the needle insertion site. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. One 20 ga x 1.0 in. Safestep infusion set was returned for evaluation. An initial visual observation revealed use residues throughout the returned device. A functional test of infusing water into the luer of the infusion set using a 12 ml syringe revealed leaking at the needle housing of the device. A microscopic observation revealed the leaking was occurring at the top of the needle housing and at the base of the needle housing where the needle exits the needle housing. A uv light was used to examine the adhesive in the needle housing. It was observed that gaps in the adhesive were seen throughout the needle housing. This condition was determined to be related to the manufacture of the device. This complaint will be recorded for future trending and monitoring purposes.